Manufacturer narrative:
This event has been recorded under zimmer biomet complaint (B)(4). On (B)(6) 2018, it was reported that the carrier was getting stuck and the device was broken. On (B)(6) 2018, it was clarified that the device was shared with the account¿s sister hospital progress west. The device was sent to them in working condition. The sister account called the hospital after an in-service with the sales representative and the sister account stated the device was broken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review for serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective and preventative action. Zimmer biomet surgical has not previously repaired/evaluated 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be performed due to the comb being damaged on the ratchet side. The ratchet arrived already disassemble and the internal parts showed signs of wear. The side plates were worn and the left side plate had burr where the cutter is inserted. The comb spring were also installed incorrectly. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the air dermatome has not been performed by zimmer biomet surgical at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event of ¿the carrier being stuck¿ was confirmed since the test mesh could not be performed due to the damaged comb. The reported event ¿the device was broken¿ was confirmed since there were multiple issues with the device noted during initial inspection. The cause of the carrier being stuck was due to the damaged comb. The root cause of the carrier being stuck cannot be specifically determined with the provided information since it is unknown how the comb became damaged. The cause of the device being broken cannot be specifically determined with the provided information since it is unknown what issue the account meant by broken. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that skin graft mesher carrier was getting stuck and the device was broken. The event occurred during pre-op testing and no harm was reported. Upon initial inspection, a bent comb was discovered.